Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the instrument broke and disengaged into the pt's cavity. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.